Event description:
It was reported tht during a follow up, during device interrogation an alert for software upgrade was recommended message was observed. After the upgrade was initiated the patient received a shock. The programmer was removed, however, the patient received another shock and a magnet was placed over the ICD. The device was found in a backup vvi reset mode and aborted upgrade. The patient received multiple shocks thereafter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was later restored to initial programming and the software upgrade was performed successfully.